Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implantation of the valve, a rapid decrease of blood pressure was noted after the removal of 14 french (fr) introducer sheath. Angiography then revealed that a right femoral artery dissection had occurred. Subsequently, a non-medtronic (viabahn) 79-millimeter (mm) stent was then placed. Angiography was then utilized to confirm resolution of the dissection. The patient was then deemed stable.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that significant bleeding occurred during the valve implant procedure.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implantation of the valve, a rapid decrease of blood pressure was noted after the removal of 14 french (fr) introducer sheath. Angiography then revealed that a right femoral artery dissection had occurred. Subsequently, a non-medtronic 79-millimeter (mm) stent was then placed. Angiography was then utilized to confirm resolution of the dissection. The patient was then deemed stable. Additional information was received that a non-medtronic guidewire and 14 french (fr) non-medtronic sheath were used during the procedure. The minimum diameter of the access vessel was 4.8 mm. The dissection was believed to have occurred during delivery catheter system (dcs) insertion. Per the physician, the cause of the dissection was due to the dcs getting stuck and forcibly advanced at the site of a pre-existing scar from a non-medtronic closure device used during a previous procedure; however, the non-medtronic guidewire and non-medtronic sheath did not cause or contribute to the dissection. There was nothing in terms of patient anatomy that contributed to the dissection.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.